Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The customer reported that when placing a 3.5mm cortical screw into the ulna and the self-tapping screw lead to a longitudinal fracture in the ulna resulting in the requirement to lag those fragments. Consequently this reduced the space available to place 3 screws above and below the fracture as desired and only 2 were placed above and 2 below instead.

Manufacturer narrative:
The reported incident that a cortex screw s.t.ø3.5x14mm led to bone damage could not be confirmed, since the quality of the provided x-rays is very poor. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by poor surgical technique. There are two possible causes which led to the reported event: the core hole was not completely drilled and screw tip cracked the bone. The trajectory of the screw did not match with the drilled trajectory. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev m non active implant IFU (B)(4)) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. For your information, avail yourself of the training courses and publications offered.'' No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that when placing a 3.5mm cortical screw into the ulna and the self-tapping screw lead to a longitudinal fracture in the ulna resulting in the requirement to lag those fragments. Consequently this reduced the space available to place 3 screws above and below the fracture as desired and only 2 were placed above and 2 below instead.